Event description:
No patient involved.

Manufacturer narrative:
Additional information- no patient involvement.

Manufacturer narrative:
One medfusion pump was received with no signs of external damage. The event history log was reviewed and there was a supercap post error. The power up process was conducted and the reported issue was able to be duplicated at power up. The black low profile supercap on the mainboard did not operate as intended. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.